Manufacturer narrative:
Concomitant medical products: product ID 37092, lot# 263090001, implanted: (B)(6) 2010, product type: accessory. Product ID 3 986a, lot# n239902, implanted: (B)(6) 2010, product type: lead. Product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID neu_recharger_acc, product type: recharger. (B)(4).

Event description:
A consumer whose indication for use is complex regional pain syndrome type I reported that there was a poor communication screen on the patient programmer. They were unable to communicate with the recharger which had started on (B)(6) 2015. The last time the patient felt stimulation was the week of (B)(6) 2015 and the last time they had a successful recharge was the beginning of (B)(6) 2015. The patient had been trying to charge and had repositioned and turned the dial along with charging while sitting and laying but could not make a connection. The received new recharging gear to see if she could recharge but still could not connect. There were charging issues. Further follow-up is being conducted to obtain information about steps taken to resolve the issue and outcome. If additional information is received a supplemental report will be submitted.

Event description:
Additional information received from the patient reported that they had notified their managing physician about the issues in (B)(6) 2015. A new charging system was sent to resolve the poor communication between the recharger and the stimulator. The patient did not believe the issue had been resolved, but it did charge now with the new device, it just took longer.